Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.1, lab: 1.5. Venous draw was performed within minutes of fingerstick.

Manufacturer narrative:
Investigation pending.